Event description:
It was reported that the 3.5x16mm graftmaster stent was successfully deployed to seal a perforation in the mid left anterior descending (lad) artery. The procedure was completed successfully without any device or procedure issues. However, the 3.5x16mm graftmaster stent was deployed past its labeled expiration date reportedly because there were no other devices available to treat the perforation. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for use after expiration reported from this lot. Additionally, it should be noted that the otw graftmaster instructions for use (IFU) states that it is not recommended that the product be used after the use before date. Based on the information reviewed, there is no indication of a product deficiency.